Event description:
It was reported that during the returned order service, the device was powered on it showed only 1 line on the screen and it alarmed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: the product was received for investigation and found the top case was cracked in right corner and right plunger was also cracked. Could not get into event history log, pump would not power up. The pump was interrupted during the upgrade process which caused the reported issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no idication of a service issue.

Manufacturer narrative:
B5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on (B)(6)2022 via email and attached to complaint object: medical intervention was not required; the product is being returned for investigation.